Event description:
False negative result(s). Called in questioning the results for blood. When the strip was dipped, the blood panel immediately turned green, but the analyzer showed it was negative. The strips were open less than 90 days and are not expired. They have run controls and both levels pass. This is not an out of box issue. The analyzer is within warranty. Led values: 3179, 3236, 0161. 3074, 3236, 0161. 0220, 0224, 0161.

Manufacturer narrative:
In this follow-up report, the following information is different than the initial report. B4: date of this report. D9: is this device available for evaluation? G6: type of report. H2: if follow-up, what type? H6: adverse event problem. The final investigation yielded the following conclusion: batch records for final product manufacture and qc record for 240306 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. After receiving feedback, we asked the customer to provide more information for further investigation. After multiple contact, there is still no feedback.

Event description:
False negative result(s). Called in questioning the results for blood. When the strip was dipped, the blood panel immediately turned green, but the analyzer showed it was negative. The strips were open less than 90 days and are not expired. They have run controls and both levels pass. This is not an out of box issue. The analyzer is within warranty. Led values: 3179, 3236, 0161, 3074, 3236, 0161, 0220, 0224, 0161.